Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with low blood glucose levels and sensor readings the customer's blood glucose level at the time of incident was 34mg/dl. It was reported that the customer treated the lows with juice. Troubleshoot was conducted, and it was reported that the customer was advised to monitor the device, and call back if issues persist.